Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that a patient presented via remote transmission. Upon review, the implantable cardiac monitor exhibited a false episode due to undersensing. The physician elected to continue to monitor the device and no interventions were performed. The patient experienced no adverse consequences.